Event description:
During the veletri monthly consult, pt's daughter reported again that the green connector (rym-5000 connector-ivinvision+) broke just like one incident last month. The connector is not available for return. Infusion was not interrupted. No shortness of breath / adverse event reported. She also reported that when she was mixing, she had difficulty to use the spike (budp1800sc spike, mini-dispensing). She said, "the spike won't penetrate the rubber on top of the veletri vial." She requested extra spikes. Reported to (B)(6) by pt/caregiver.